Event description:
Lasik eye surgery resulted in 33% over-correction, flattened cornea and wrinkled corneal flap. As result, rptr cannot see with right eye to read, use computer, drive, or do anything that involves motion. Follow-up surgery by another dr corrected the problem for one week, but is now back to problems listed above.